Event description:
A customer observed a non-reproducible false positive vitros ahbs result for a patient sample tested on a vitros eci analyzer. The result did not agree with a previously assayed analysis of the same sample. The laboratory reported the false positive vitros ahbs results, but there was no allegation of patient harm. (B) (4).

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause; however, the possibility of poor analyzer maintenance, sample contamination or mix-up cannot be ruled out. There was no allegation of patient harm as a result of this event.